Manufacturer narrative:
B2, h1: a risk to the patient's health could not be excluded for these specific circumstances, since a k-wire and its following screw were placed in the patient's spine in a different position than desired with brainlab navigation involved, and there was a negative effect to the patient - a neurological deficit, only "probably reversible"- although according to the surgeon (treating clinician): - the deviation of 1 of the 10 k-wires placed with the aid of navigation and of its following spine screw was detected by the surgeon before finalizing the surgery with a fluoroscopic scan, and the placement was corrected to its intended positions with navigation at the very same surgery. - when the patient woke up from the surgery, the clinicians noticed a neurological deficit, specifically a quadriceps muscle deficit, with the patient. - the surgeon attributes the cause of the deficit to the misplaced screw. - the surgeon has said the deficit is "probably reversible". - there were no (further) medical/surgical remedial actions necessary, done, or planned for this patient. - there was no harm or negative clinical effect to the patient due to the surgery/anesthesia prolong of ca. 30 min. - hospitalization was prolonged for this patient by more than a week. H6: according to the results of the brainlab investigation and the information provided by the hospital, it can be concluded that the root cause for 1 of the 10 spine k-wires placed with the aid of navigation, and its following screw, deviating caudally from the intended target in vertebra right l4, is: - usage of a flexible non-brainlab k-wire with a (small) diameter of only ca. 2mm, within and guided through the navigated drill guide 3.2mm inner diameter, not following brainlab instructions, that was deflected outside the drill guide not recognizable by the navigation. The flexibility of the k-wire in combination with the large discrepancy of the diameters, allowed the k-wire to deviate, and especially angulate along the margin of the bone, i.e. Deflected by the harder cortical bone, when exiting the navigated drill guide. Since only the drill guide is visible to navigation, and the k-wire is only guided through the drill guide, such deviation or deflection of the k-wire cannot be recognized by the navigation. The outer diameter of the instrument or k-wire used must match the labeled inner diameter of the drill guide. The deviation of the k-wire placed could also not be detected during its following screw placement, since the screw was placed with a not navigated non-brainlab screwdriver, not calibrated to navigation by the user and thus not visible in the navigation display. There is no indication of a systematic error or malfunction of the brainlab device (navigation). Corresponding brainlab measures to minimize this anticipated risk as low as reasonably practicable are already in place. H7: brainlab intends to re-iterate the relevant topics regarding the use of the device to this customer.

Event description:
An open surgery on the thoracic and lumbar spine for a t12-l5 fusion, with intended placement of 10 vertebra screws bilateral for fixation, was performed with the aid of the display by the brainlab spine & trauma navigation 2.0. During the procedure the surgeon: - positioned the patient in a prone position, and attached the reference array for navigation to the spinous process of vertebra l3. - acquired an intra-operative c-arm scan of the patient's region of interest with automatic image registration of the current patient anatomy to the navigation. - verified the registration and accepted the accuracy to proceed. - used the navigated drill guide 3.2mm with instrument position display on the patient scan to determine screw trajectories and prepared the vertebra by drilling pilot holes through the navigated drill guide. - placed k-wires with a diameter of ca. 2mm guided through the navigated drill guide into the vertebrae. - placed the spine screws with a not navigated non-brainlab screwdriver, with the screws following the k-wires inside the pilot holes. - obtained a verification c-arm scan and determined that 1 of the 10 screws placed deviated from its intended target position, the screw at l4 right was placed too caudal (amount and degree of deviation not provided). - corrected the screw placement using the same navigated workflow as before, and completed the surgery. According to the surgeon (treating clinician): - the deviation of 1 of the 10 k-wires placed with the aid of navigation and of its following spine screw was detected by the surgeon before finalizing the surgery with a fluoroscopic scan, and the placement was corrected to its intended positions with navigation at the very same surgery. - when the patient woke up from the surgery, the clinicians noticed a neurological deficit, specifically a quadriceps muscle deficit, with the patient. - the surgeon attributes the cause of the deficit to the misplaced screw. - the surgeon has said the deficit is "probably reversible". - there were no (further) medical/surgical remedial actions necessary, done, or planned for this patient. - there was no harm or negative clinical effect to the patient due to the surgery/anesthesia prolong of ca. 30 min. - hospitalization was prolonged for this patient by more than a week.

Event description:
An open surgery on the thoracic and lumbar spine for a t12-l5 fusion, with intended placement of 10 vertebra screws bilateral for fixation, was performed with the aid of the display by the brainlab spine & trauma navigation 2.0. During the procedure the surgeon (according to the information received to date): positioned the patient in a prone position, and attached the reference array for navigation to l5. Acquired an intra-operative 3d fluoroscopic scan of the patient's region of interest with automatic image registration of the current patient anatomy to the navigation. Verified the registration and accepted the accuracy to proceed. Used the navigated drill guide with instrument position display on the patient scan to determine screw trajectories and prepared the vertebra by drilling pilot holes through the navigated drill guide. Placed k-wires down the prepared paths in the pedicles. Placed the spine screws with a not navigated non-brainlab screwdriver, with the screws following the k-wires inside the pilot holes. Obtained a verification 3d fluoroscopic scan and determined that 1 of the 10 screws placed deviated from its intended position, the screw at l4 right was placed too caudal (amount and degree of deviation not provided). Corrected the screw placement (with the aid of navigation) and completed the surgery. According to the surgeon (treating clinician): the deviation of 1 of the 10 pilot holes and spine screws placed with the aid of navigation was detected by the surgeon before finalizing the surgery with a fluoroscopic scan, and the placement was corrected to its intended positions with navigation at the very same surgery. When the patient woke up from the surgery, they noticed a neurological deficit, specifically a quadriceps muscle deficit. The surgeon attributes the cause of the deficit to the misplaced screw. The surgeon has said the deficit is "probably reversible". There were no (further) medical/surgical remedial actions necessary, done, or planned for this patient. There was no harm or negative clinical effect to the patient due to the surgery/anesthesia prolong of ca. 30 min. Hospitalization was prolonged for this patient by an unknown number of days.

Manufacturer narrative:
B2, h1: a risk to the patient's health could not be excluded for these specific circumstances, since a pilot hole, k-wire, and screw was placed in the patient's spine in a different position than desired with brainlab navigation involved, and there was a negative effect to the patient (neurological deficit, "probably reversible") although according to the surgeon (treating clinician): the deviation of 1 of the 10 pilot holes and spine screws placed with the aid of navigation was detected by the surgeon before finalizing the surgery with a fluoroscopic scan, and the placement was corrected to its intended positions with navigation at the very same surgery. When the patient woke up from the surgery, they noticed a neurological deficit, specifically a quadriceps muscle deficit. The surgeon attributes the cause of the deficit to the misplaced screw. The surgeon has said the deficit is "probably reversible". There were no (further) medical/surgical remedial actions necessary, done, or planned for this patient. There was no harm or negative clinical effect to the patient due to the surgery/anesthesia prolong of ca. 30 min. Hospitalization was prolonged for this patient by an unknown number of days. H6, h7: a comprehensive investigation by brainlab regarding this specific event is currently ongoing and final conclusions are pending. Brainlab plans to issue a follow-up report to the FDA upon completion of investigation.